Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 2 due to error 319 on start-up. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported complaint. The unit was tested on an in-house system, and it failed normal mode. During normal mode, the unit displayed 319 errors pointing to the parallelogram. The original parallelogram fiber cable was swapped with a test fiber cable and the 319 error went away. The unit was then put on the patient side cart (psc) fixture test platform, and it passed all tests related to the reported problem. The original parallelogram fiber cable was returned for testing and the 319 error returned. The unit passed other in-house tests. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, errors were displayed on the system. The customer performed a hard power-cycle with no change. The site disabled universal surgical manipulator (usm) 2 and continued with the case. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed error 319. The procedure was completed with no reported injury.